Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of leaks from the reservoir. The customer's blood glucose reading was unknown. The mother reported around 8 reservoirs that have been leaking. It seemed like the needle down in the reservoir is bent where they have tried to fill up. The customer was not able to connect reservoir and tubing correctly due to leak. The customer will not return the reservoirs for analysis.